Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) didn't work. The epg passed all incoming functional testing. It was indicated that multiple external components were damaged. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work. The epg was returned for service. No patient complications have been reported as a result of this event.